Manufacturer narrative:
No UDI number available due to manufacturing date before 9/23/2014.

Event description:
It was reported that an asymptomatic patient presented with backup vvi. Code corruption and eri were noted. Device replacement was suggested. No further information is available.